Event description:
On (B)(6) 2024, 1:00 a.m., my dreamstation 2 CPAP (continuous positive airway pressure) machine (philips respironics) woke me up with a very horrible smell of burning plastic. The machine felt very warm so I immediately unplugged it to prevent a fire in my bedroom. My entire bedroom was filled with this horrible smell. I had an extremely hard headache when I woke up due to the odor being inhaled into my nose and lungs. Later in the day the inside of my mouth started feeling sore with a burning sensation, particularly my tongue, roof of mouth, and gums. I have not been eating or drinking anything hot enough to burn. I am currently being treated with prescription drugs given to me by my dentist. I am also in contact with my sleep physician to acquire a new machine since I am dependent on CPAP anytime I lie down. My current machine is a replacement for my previous dreamstation 1 which was recalled. I started using this current machine on (B)(6) 2022. I called philips on 3/14/24 and gave (B)(4) all the information. She said I would be getting a call back with instructions for sending them the machine. As of 3/2024 I have not received a call from them. Reference report: mw5153077.